Event description:
It was reported that the battery voltage went from 2.88 v in (B) (6) 2009, to 2.61 v in (B) (6) 2009, and then to 2.83 v in (B) (6) 2009. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.66 v, while the daily battery voltage trend measurement was 2.95 v.

Event description:
It was reported that the battery voltage went from 2.88 v in (B)(6) 2009, to 2.61 v in (B)(6) 2009, and then to 2.83 v in (B)(6) 2009. It was further reported that the battery was reading low both in-office and on carelink. Review of device data showed voltages of 2.90 to 2.92. The device remains in use. No patient complications have been reported as a result of this event.